Event description:
The customer contacted baxter's technical service center to report bags are too hot on a homechoice (hc) device during use, patient not connected. The registered nurse (rn) stated that the hc is heating the bags to 104 degrees f. There are no alarms and no patient is involved, this is a facility machine. The baxter technical service representative (tsr) initiated a swap of the device. The nurse will program the new hc. The tsr did not discuss the use of continuous ambulatory peritoneal dialysis (capd) as the report was called in by the rn. There was no patient involvement, no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and was evaluated by the product analysis lab (pal) for the customer reported issue of the bags are too hot. The device passed both the homechoice return instrument test/evaluation (rite) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements. Temperature verification was tested and passed. The pal evaluated the device and no failure or malfunction were identified that could have caused or contributed to the reported difficulty. The reported issue was not confirmed. The assignable cause was undetermined. The device was sent for normal servicing.